Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for day 4 of 5 for analyzer 1 of 2. Other events in this series: MDR #1061932-2011-00688, day 1 of 5 for analyzer 1 of 2. 1061932-2011-00689, day 2 of 5 for analyzer 2 of 2. MDR #1061932-2011-00690, day 3 of 5 for analyzer 2 of 2. MDR #1061932-2011-00692, day 5 of 5 for analyzer 1 of 2. Analysis of the raw test data for this pt sample showed an abnormal pattern with dominant blast cell population located in the monocyte-neutrophil region. The software algorithm in the lh750 analyzer was not sensitive enough to distinguish these cells as blasts, thus a flag for blast cells was not triggered. This appeared to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported the lh750 hematology analyzer failed to flag for the presence of blast cells in one pt sample. The erroneous results were reported outside of the laboratory. The results were either questioned by the treating physician or reviewed because of other abnormal results. A manual differential was performed and 89% blast cells were observed. The customer believed this to be the correct result. There were no reported changes to pt treatment associated with this event.